Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis bus cable was found to be damaged, which led to connectivity issues with the smart remote manager. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.